Event description:
Consumer reported, when he attaches a pen needle to his insulin pen, he is not able to dial up his units to prime or to take his injection. Stated, the pen needles are clogged/blocked. Stated, he reached out to the manufacturer of his insulin pen and after troubleshooting, concluded the issue must be due to the pen needle. Lot: 3297059. Catalog: 320550. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.